Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation. A power on reset (por) condition was noted in addition to a ¿call your doctor¿ icon. The patient got the por while charging the night prior and trying to turn stimulation on. Reviewing how to clear the por resolved the reported issue.